Event description:
This product was returned for laboratory analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead had dislodged shortly after the completion of the implant procedure. The pocket was reopened and the lead was repositioned to different locations; however, none being acceptable in terms of stability. Therefore, the lead was not placed and the pacemaker was programmed to pace/sense only in the ventricle. No additional adverse patient effects.

Manufacturer narrative:
Laboratory analysis revealed that this complete lead was returned. The helix was extended. There was dried blood noted in helix housing and in window area (between helix housing and distal ring). The helix mechanism was unable to be retracted most likely due to the dried blood in the mechanism. The lead was found to be electrically continuous on all conductive pathways. The clinical observation was unable to be reproduced during laboratory analysis.